Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading is 96 mg/dl. Customer was changing the reservoir and the insulin pump alarmed no delivery. Customer accidentally received a bolus due to the scroll wrap. Customer was trying to turn on the light and the insulin pump went to highest bolus and delivered insulin. Customer had treated for the low blood glucose. Customer was not hospitalized. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.